Event description:
It was reported the procedure was to treat a mildly calcified lesion in the right superficial femoral artery. The 6.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment the thumbwheel was difficult to turn and the stent was difficult to deploy; however ultimately deployed in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly calcified and 85% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus, resulting in the reported physical resistance / sticking and the reported difficult or delayed activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.